Event description:
It was reported to philips that the heartstart mrx defibrillator failed to produce an etco2 reading during pt use; leading the pt to be intubated. The pt was reintubated when he was taken to the operating room.

Manufacturer narrative:
Pr#: (B)(4). A philips bench technician evaluated the device and was unable to duplicate the failure. A philips clinical specialist performed a clinical review of the event file. The file indicated low values for etco2 with no error messages. There was no indication of a device malfunction. No parts were replaced. The device passed all performance assurance tests and was returned to the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.